Event description:
This is filed to report a clip that was difficult to deploy. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), p2 prolapse, and leaflet flail. During a mitraclip procedure, the first clip, an xtw, was used to target a2/p2. During the deployment sequence, all steps were performed per instructions for use (IFU). The actuator knob was retracted ~0.5-1 cm, then the gripper lever was fully retracted to return the delivery catheter (dc) handle to the left atrium (la). The dc handle could not be detached from the clip. In accordance with troubleshooting, the shaft was adjusted (knob released) and the gripper line was removed manually. Time passed and the dc handle could not be removed. The actuator knob was being turned, and the dc handle detached from the clip. In the process of attempting to deploy the clip, the mr increased. An nt was implanted next to the xtw, to further reduce the mr to grade 2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.